Event description:
A 3.25mmx2mm nc sprinter rx dilatation balloon catheter was used to dilate an unk lesion. The physician inserted the nc sprinter balloon for post dilatation of another manufacturer's stent. It was reported that the balloon was inflated and it stretched and inflated longer than usual. The balloon was moved in the lesion and additional post dilatation was performed. No clinical sequelae were reported and the pt is reported to be stable. Medtronic has received the device and its analysis has been completed. Visual inspection of balloon confirmed that there were no visual abnormalities with the inflated balloon. It was confirmed that the inner shaft marker bands failed specification requirements for centering within the balloon working length. The position of the distal marker band is within the balloon working length, but as the proximal marker band is not within the balloon working length the device fails to meet manufacturing specification requirements. The positioning of the marker bands gave the appearance of the distal balloon working length being longer than usual. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.